Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via telephone call that they had issues inserting the sensor. The customer's blood glucose reading at the time of this incident was 319 mg/dl. The parent was advised on insertion techniques. The parent also reported that the customer went to the emergency room with chest pain and a blood glucose reading of 468 mg/dl. The customer was treated with IV fluids and boluses from the insulin pump. The parent was unable to perform further troubleshooting as the customer was asleep and stated he would call back if further troubleshooting was needed.